Event description:
It was reported that the patient underwent transplant on (B)(6) 2020 due to suspected driveline short to shield and pump stops.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastric sleeve and lost a significant amount of weight prior to this issue. The x-rays taken did not capture the entire driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: a slice in the outer jacket of the driveline was observed upon evaluation. The evaluation of heartmate ii lvas, serial number (B)(6) , identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump-stops. The submitted log file contained relevant data spanning from 06oct2020 20:43:40 through 07oct2020 07:36:45. The controller was exchanged on (B)(6) 2020 20:43:40, and the log file captured 19 pump stops on (B)(6) 2020 while the patient was supported by the power module and battery power. The pump stops were accompanied by low speed events as low as 0 rpm and power elevations as high as 15.4 watts. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of (B)(6) . No other atypical events were captured. The pump was returned assembled with the driveline cut approximately 9¿ from the pump housing, and the distal end was not returned for evaluation. The pump was exposed to a fixative prior to return. The sealed inflow cannula (inflow elbow, flex section, inlet extension, apical sewing ring) was returned in one piece unattached from the inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft was returned unattached from the pump. The outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The outflow elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. A small slice in the pump cable was observed 8¿ from the pump housing, that was likely due to explant. Upon removal of the silicone jacket, the bionate cover showed no signs of damage. Areas of severe breakdown were observed approximately 5¿ through 8¿ from the metal connector (figure 6). Microscopic and visual inspection of the wires revealed breaches in the insulation of the orange, yellow, red, and brown wires 5" from pump housing (figure 7). The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the orange, yellow, red, and brown wires that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breaches of the red and orange wires would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 16feb2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the (B)(4) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient is having pump stops on battery power. The controller was exchanged on (B)(6) 2020 and the log file analysis captured low speed/pump stop events while using the patient cable and one event on battery power. Patient presented to emergency department after calling ventricular assist device coordinator to report a hazard alarm. The controller was changed out. At the time of the first alarm he was connected to his ungrounded power module cable. The alarms ceased on exchanged controller and battery power the alarms ceased. Interrogation multiple pump stops, low flow and low speed advisory alarms. Patient denies syncope, chest pain, palpitations or shortness of breath before and during the event. Patient reconnected to power module and another pump stop alarm. He also stated that the had alarm when connected to battery power.